Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports receiving two potential false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the first false negative result. See (B)(4) for alternate false negative result. Customer also reported colleague received false negative result. See (B)(4). Customer reports receiving a potential false negative result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 19830h, reader sn: (B)(4). On (B)(6) 2022, customer tested positive with a roche antigen test. On (B)(6) 2022, customer tested positive with a second roche antigen test and an intelliswab antigen test. Customer reported that they were in a group of 30 people in which 9 people tested positive for covid. Customer reports that they are symptomatic, with a sore throat and a runny nose. To the customer's knowledge, the cartridges were stored at room temperature.